Event description:
The complainant alleged during biomed testing, the device would inappropriately display a "check pads" message with the test adapter connected to the universal cable. The complainant indicated that there was no pt involvement in the reported malfunction.